Manufacturer narrative:
(B)(4). Approximate age of device - 5 months the device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to a hemorrhagic stroke. The patient reportedly had not been eating and was not compliant with medications. The patient presented with an inr value of approximately 10-13. The patient's health care team was working to bring the inr down, but the stroke occurred when the inr was approximately 6.5. The lvad was reported to be working properly the entire time on support, including at the time of the event. The report source did not know if an autopsy was performed and felt that it was unlikely that the pump would be returned for evaluation.